Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem the most probable cause is that the battery died per normal use conditions. A device history record (DHR) review could not be performed as the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. If the product is returned the complaint will be re-opened for further device analysis.

Manufacturer narrative:
Other, other text: d4: serial/lot number, UDI section, expiration date, g5: 510k number and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery was dead. Discovered during a pre-use check.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. UDI related data quality updates only.